Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 212mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed their site and another occlusion alarm declared after delivering 5 units of insulin. During follow-up, the contact reported that changing the customer's cartridge allowed the pump to successfully resume insulin delivery.